Manufacturer narrative:
The lead was destroyed in the returned state. The lead was cut through 11 cm and 15.5 cm distal of the is-1 connector pin, probably with a scalpel. During the analysis of the lead fragment, it was noted that the insulation was damaged by fraying in the distal area of the lead body. This damage can with high probability be regarded the cause for the clinical complaint. The observed damage manifestation requires stress on the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of significant mechanical stress on the lead. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The deformation of the vcs shock coil is probably a result of the explantation process. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 48 months, it was reported that the patient was admitted to the hospital on (B)(6) 2014 with inappropriate shocks. The lead was returned to biotronik for analysis. No deterioration of the patient's state of health was reported.